Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Provider alleges, consumer alleges her seat belt allegedly broke allegedly causing her to fall out of the chair.

Manufacturer narrative:
Possible use of joystick for weight bearing.

Event description:
Provider alleges, consumer alleges her seat belt allegedly broke allegedly causing her to fall out of the chair.